Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m169586 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m169586, test base part number 190-430 / lot m169586. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot m169586 showed that the complaint rate is (B)(4). The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were deleted prior to export. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting.

Event description:
The customer reported a conflicting result with the ID now covid-19 assay performed (B)(6) 2021 on a nasopharyngeal swab sample and generated positive results. The customer reported that on the same day within an hour the patient sample was sent for pcr confirmation testing and generated a negative result. The customer reported that a second sample was taken and tested using the ID now covid-19 assay and generated a negative result. The second sample was alo sent for pcr confirmation testing and generated a positive result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.